Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 7f exoseal vascular closure device (vcd) for hemostasis of the femoral artery, the plug was not successfully released when the plug deployment button was pressed inside of the patient. During the last step after pressing the plug deployment button, the exoseal vcd was withdrawn, and it was found that blood was still gushing out from the puncture point. The exoseal vcd was brought to the operating table for observation, and the plug deployment button was pressed aging, at which point the plug was released. Hemostasis was achieved with manual compression for 20 minutes. There were no reported injuries to the patient. This occurred after performing a lower extremity atherosclerotic occlusion in which a 7f non-cordis sheath was used for retrograde access. The physician had achieved certification on the use of exoseal vcd. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient¿s bmi was not greater than 40. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was still visible when the device was removed. The device will be returned for evaluation.

Event description:
As reported, when using a 7f exoseal vascular closure device (vcd) for hemostasis of the femoral artery, the plug was not successfully released when the plug deployment button was pressed inside of the patient. During the last step after pressing the plug deployment button, the exoseal vcd was withdrawn, and it was found that blood was still gushing out from the puncture point. Additionally, the indicator wire was still visible when the device was removed. The exoseal vcd was brought to the operating table for observation, and the plug deployment button was pressed again, at which point the plug was released. Hemostasis was achieved with manual compression for 20 minutes. There were no reported injuries to the patient. This occurred after performing a lower extremity atherosclerotic occlusion in which a 7f non-cordis sheath was used for retrograde access. The physician had achieved certification on the use of exoseal vcd. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient¿s bmi was not greater than 40. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when using a 7f exoseal vascular closure device (vcd) for hemostasis of the femoral artery, the plug was not successfully released when the plug deployment button was pressed inside of the patient. During the last step after pressing the plug deployment button, the exoseal vcd was withdrawn, and it was found that blood was still gushing out from the puncture point. Additionally, the indicator wire was still visible when the device was removed. The exoseal vcd was brought to the operating table for observation, and the plug deployment button was pressed again, at which point the plug was released. Hemostasis was achieved with manual compression for twenty minutes. There were no reported injuries to the patient. This occurred after performing a lower extremity atherosclerotic occlusion in which a 7f non-cordis sheath was used for retrograde access. The physician had achieved certification on the use of exoseal vcd. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient¿s bmi was not greater than 40. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18382486 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty unable and indicator wire unable to retract" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.